Manufacturer narrative:
Retainer ring clear, after battery installation, insulin pump received with a blank display due to moisture damage electronic assembly. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Insulin pump had label damage, cracked keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails. Insulin pump p-cap / test reservoir lock in place properly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had cracked from the back of the pump all the way through the reservoir side down to the bottom. Customer stated the insulin pump had neither bumped nor dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.